Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient has had several lead revisions previously. Since the patient¿s last revision, which included addition of a percutaneous lead, she has not felt stimulation in her left foot which was where she reports most of her pain. The patient experienced abdomen/stomach and low back pain when an impedance test was attempted to be run, the test was unable to be completed and was stopped because of pain complaint. It was also reported that the patient has never had therapeutic effect but was also reported as less than 50% therapy relief. Reprogramming was noted. The patient was on heavy oral medication which was being regulated by her doctor, once the medications are regulated the system will be explanted. The device remains off. The patient was alive with no injury. It was later reported that the patient had good coverage during intraoperative testing, however, has not had effective therapy since implant. The company representative was told on -8/05/2014 that this was not the patient¿s first lead revision. There was not greater than 50% pain relief with the spinal cord stimulation (scs) implant. The patient went to her doctor¿s office for implant follow up. The patient reported increased pain since her procedure and no effective therapy. Reprogramming included impedance check because the patient complained of uncomfortable stimulation. Upon initiating impedance check the patient experienced pain in her stomach. The red stop button was hit before the impedance check was complete because of complaints of pain. System explant has not been scheduled, likely (B)(6) 2014 additional information has been requested.